Event description:
The physician cannot corroborate the report of infection stating that there have been no concerns of infection since placement of device on (B)(6) 2022 and does not see any orders for an MRI in her chart. There is no indication in her chart about any concerns regards vns. No other relevant information has been received to date.

Event description:
It was reported that patient was scheduled for an MRI due to at "persistent fevers in concern of an infection with the vns device". It was noted that an intensive care physician ordered the MRI. Device history records were reviewed. The device was confirmed to have been hp sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR; code 81, device evaluation is not necessary as the return of the device will not add value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.